Event description:
Upon completion of post op x-rays, it was noticed that the anterior cortex of the femur had fractured at the distal tip of the 10" solution stem. The stem was left in place and no further action was taken by the surgeon.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.